Event description:
It was reported that during advancement of the 2.0 x 8.0 mm mini-trek balloon catheter, in an attempt to do angioplasty on the very tight stenosis of the anastomosis of the coronary graft to the left anterior descending artery, the balloon catheter "snapped" and became separated before reaching the target lesion. After removal of the separated balloon catheter on the wire, the procedure was successfully completed using a non-abbott balloon. There was no clinically significant delay in the procedure. There were no adverse patient effects. The physician has no explanation for why the balloon separated in the non-tortuous, non-calcified coronary graft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible in the inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The balloon had loose folds. The hypotube shaft was separated 26 cm proximal to the guide wire exit notch, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and separated. There were multiple bends noted to the catheter. Using a new indeflator filled with water and a luer, attached the separated distal end of the balloon catheter to the luer and clamped off the tip. The balloon catheter was then pressurized to 14 atmospheres and the balloon inflated and held pressure. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. In this case, it is likely that the hypotube was inadvertently handled during advancement in the lesion, resulting in the hypotube kinking as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation would have contributed to the hypotube separating at the kinked location. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for hypotube separations. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.